Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to femoral periprosthetic fracture. A short citation 6 left stem, 40 +4 head, and 36f poly liner were revised to a restoration modular stem construct, cables, and a new head and liner. Rep confirmed there are no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.